Event description:
A non-healthcare professional reported that during an intraocular lens(iol) implant procedure the lens did not deploy or load correctly from the cartridge. The surgery was completed with another lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).